Event description:
It was reported the device was used during a diagnostic laparoscopy, ectopic pregnancy procedure. It was reported the surgeon experienced difficulty placing the tsw35 on tissue and the staple cartridge fell out of the device's jaw into the pt's abdomen. The surgeon retrieved the cartridge laparoscopically. The surgeon converted to an open procedure when he could not accurately place the tsw35 for the second firing. It was unk how the surgeon completed the procedure. There was no consequence to the pt. 6/19/97 1345 surgeon called back for co dr but doctor was not available. Surgeon explained the pt had an ectopic pregnancy with internal bleeding. It was his intent to fire the instrument to control the bleeding, then open the pt to remove the tissue, which is what occurred. The cartridge did fall into the pt at one point, and this cartridge was removed. Another was used successfully to control the bleeding, at which point the pt was opened to complete the procedure as intended. 6/19/97 the surgeon was performing a resection of an ectopic pregnancy, it was a coronal ectopic and the tissue was quite thick. He had to convert to an open based on the anatomy and not on the fact that the cartridge came loose. The cartridge was recovered laparoscopically. He used a second cartridge to control hemorrhage while he was converting to an open procedure.